Event description:
In (B)(6) 2009, the consumer had essure implanted. She experienced heavy menstrual bleeding, back pain, clots, anxiety and bone problems. She also suffered from low bone density, bone disease in the lower back and joint problems. Everything started in her lower back. She also had arthritis, cysts and sharp pain. Once she got the essure and her tubes removed in (B)(6) 2012, everything went back to normal except for the bone problems. She gained twenty pounds within a year after the essure insertion. Due to lack of consumer or physician contact information provided, no follow-up is obtainable.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.